Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from april 29, 2020 - april 30, 2020. H10: the device was received with no fluid in the bladder. Visual inspection did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The set was filled with fluorouracil. The reporter stated that the device infused in 3 days, however the expected therapy time was 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.